Event description:
Per the clinic, the patient experienced an infection and wound dehiscence at implant site, resulting in extrusion of receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2022 and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on august 05, 2022.

Manufacturer narrative:
Per the clinic, the patient was treated with oral and topical antibiotics on (B)(6) 2022 (specific duration not reported) in order to clear the infection. The patient also experienced a skin necrosis. Subsequently, the necrotic skin was excised and the wound had been sutured during the explant surgery. Device analysis report attached. This report is submitted on august 25, 2022.